Event description:
The customer reported that his blood glucose history is as follows: bg (mg/dl): 403, 385, 371. There were no exact times, carbohydrate count or insulin dosages provided. He tapped the pod and then he felt the needle inserting the cannula into his skin. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.